Event description:
After 33 months of implantation, the device involved in this MDR report was explanted because it could not be interrogated.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. During an internal review process, the company discovered that this MDR was prepared, but inadvertently was not submitted. Therefore, the MDR is being submitted at this time. The analysis is pending.